Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. There was blood leaking back from the hub of the carto vizigo 8.5f bi-directional guiding sheath ¿ medium. The sheath was exchanged and the issue was resolved. The case was continued without any further incident. There was no patient consequence. It was described that the leak was at the circled section, at the point where the sheath meets the handle. Nothing was fully broken or separated into pieces and nothing detached from the sheath. The carto vizigo 8.5f bi-directional guiding sheath ¿ medium was being used on the patient but air did not enter the patient¿s body. Percutaneous or surgical removal was not required. Blood return was observed but relatively small; the amount was unknown. Patient hemodynamics were not compromised due to bleeding and no medical intervention was required to stop the bleeding other than swapping out for a new carto vizigo 8.5f bi-directional guiding sheath ¿ medium.